Manufacturer narrative:
Investigation found that impact bent platen door causing door would not close properly and failed a free flow test. Platen door was replaced to resolve the issue.

Event description:
Customer states that pump appears to have been dropped causing the pump's platen door will not close properly. It was found during visual inspection. No pt involvement or injury. Customer can provide no add'l info regarding this pump.